Event description:
It was reported that a patient underwent a knee surgery on an unknown date and suture was used. The patient developed a staph infection and underwent four weeks of antibiotics, but the wound remained unhealed despite the resolution of the infection. The patient underwent a reoperation to clean out the area. The wound is now very superficial.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.